Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued) and amikacin injection (500mg, intraperitoneal, once daily, discontinued) for peritonitis. On an unknown date, the patient has recovered from the peritonitis and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.